Event description:
Reporter alleged missing information on the test strip vial that was used with the blood glucose monitoring device. Reporter stated the lot number, expiration date, and level 1 & 2 ranges were missing from the vial. A request was made for the return of the suspect product and replacement product was sent.